Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated. The patient underwent a procedure wherein the lead was repositioned.